Manufacturer narrative:
Concomitant: vedr01 ipg implanted 2010-(B)(6). Product event summary: the proximal portion of the lead was returned, analyzed, and analysis showed that the proximal conductor of the lead developed a fracture due to flexing while in-vivo.

Event description:
The atrial adaptor was explanted. The adaptor was returned to the manufacturer, analyzed, and tested out of specification. The right ventricular (rv) lead was explanted. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.